Event description:
Patient's meter was reading inaccurately high. They stated that they had been testing all day. They obtained readings of 459, 49, 202, and 179 mg/dl. Spouse came home and noticed that customer was not well and took them to the ER. They obtained a result of 28 mg/dl wtih the hospital meter, about 45 minutes after getting 179 mg/dl at home. The hospital treated them (treatment unknown) until blood sugar level was 155 mg/dl. When they came home from the hospital they immediately tested and got a reading of 404 mg/dl. This was about ten minutes after getting the reading of 155 at the hospital. The patient did not have any supplies available to trouble shoot.